Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/22/2020.

Event description:
The customer reported that the touchscreen could not be calibrated. There was no patient involvement.